Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm small grasping retractor instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken distal pitch cable at the proximal clevis hub. The broke cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted general partial colectomy surgical procedure, the 8mm small grasping retractor instrument had broken cable and jaws would not work. The procedure was completed with no reported injury.